Manufacturer narrative:
A non-sterile trufill orbit dcs was received inside of a plastic bag. The hypotube was inspected and several kinks were found on it. The introducer was received unzipped without damage. The support coil and gripper were found outside of the introducer, the support coil was found without damage and the gripper was found elongated. The embolic coil was not received. The gripper was inspected under microscope and the elongation found on the visual analysis was confirmed. Also marks of the embolic coil was attached to the gripper can be observed. The functional tests could not be performed due to the conditions of the received unit. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failures reported by the costumer as "coil - failure to detach/unraveled stretched/premature detachment" for coil - failure to detach/unraveled stretched could not be evaluated since the embolic coil was not received for the analysis. For coil - premature detachment could not be evaluated; however, based on the conditions of the gripper, the cause of the failure experienced by the customer appear that an external force was applied to the system and could detach the embolic coil prematurely. The cause of the damages found in the unit could not be conclusively determined; however this does not appear to be manufacturing related. Procedural and handling factors could be contributed to the event reported and the damages found on the device. Additionally, inspections are in place that prevents this kind of damages leaving from the facility. Therefore no corrective actions will be taken. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Additionally during insertion, no additional force was utilized to advance or remove the coil/delivery system. During placement of the coil, there was no resistance during withdrawal for repositioning in the aneurysm. The same microcatheter was utilized to complete the procedure, since there were no damages. Other than the reported event, no other damages were noticed with any other section of the device, the coil remains in the patient. Medication given consisted of heparin. After the procedure, the patient was fine, and the aneurysm was obliterated. Other device used during the case consisted of an envoy 6french guiding catheter and boston microcatheter (excelsior sl-10) without shaping and position at the target site. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Additionally, information indicated that the coil prematurely detached from the delivery system during withdrawal into the microcatheter. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a coil embolization of a posterior communicating (pcom) artery aneurysm when placing the second coil, a 3.5x9 trufill dcs orbit mini complex fill, the coil could not be detached despite increasing the dcs syringe (product code and lot unknown) pressure six times to the red zone. The coil was then withdrawn and it was found that a little part of the coil was stretched and was out of the aneurysm. During withdrawal, the coil prematurely detached. Therefore, a guidewire was used to position the stretched part of the coil into the aneurysm. After this, a third boston 3d2x6 coil was successfully placed. It was reported that the patient is fine with complete obliteration of the aneurysm. The saccular aneurysm had a 2mm neck with a neck to sac ratio of 57%. No neck remodeling was used. The syringe, which had been filled using a dedicated source of saline, had been used to detach one coil prior to the event and had not been taken past the green zone #3. There were no leaks noted in the system. An adequate and continuous flush was maintained through the microcatheter at all times and there was no resistance during advancement of the coil system through the microcatheter or during repositioning. There were no kinks in the microcatheter and no additional force was utilized to advance or remove the coil/delivery system. It is not known if the microcatheter had been repositioned while the coil was out of the distal end of the microcatheter. The procedure was completed using the same microcatheter and there were no damages noted on the microcatheter after removal. Other than the reported event there were no damages noted on the coil delivery system or syringe. A non-sterile trufill orbit dcs was received inside of a plastic bag. The hypotube was inspected and several kinks were found on it. The introducer was received unzipped without damage. The support coil and gripper were found outside of the introducer, the support coil was found without damage and the gripper was found elongated. The embolic coil was not received. The gripper was inspected under microscope and the elongation found on the visual analysis was confirmed. Also marks of the embolic coil was attached to the gripper can be observed. This is indicative of a tight fit of the headpiece in the gripper. The functional tests could not be performed due to the conditions of the received unit. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure to detach when pressurizing the syringe and the stretched coil could not be evaluated due to the absence of the coil, which as reported remains in the patient. With review of the available information and the analysis of the returned device, no conclusion can be made regarding the failure to detach as intended. Based on the information and the elongated conditions of the gripper and impression of the headpiece, it appears that an external force was applied to the system and may have contributed to the stretching and premature detachment of the coil. The instructions for use precautions that if embolic coil repositioning is required in the vasculature, take special care under fluoroscopy to verify that a one-to-one relationship exists between the delivery tube and the embolic coil during retraction. Otherwise the embolic coil may have been stretched, which could lead to premature detachment or coil fracture. If a one-to-one relationship does not exist, the infusion catheter and the detachable coil should be removed as an assembly and replaced. The cause of the damages found in the unit could not be conclusively determined; however, this does not appear to be manufacturing related. Procedural and handling factors may have contributed to the reported events and the damages found on the device. Inspections are in place to prevent damages of this type from leaving the facility. Therefore, no corrective actions will be taken.

Event description:
During a coil embolization procedure of the (pcom) posterior communicating artery, the first coil (boston 3d 5x15) was implanted, and during placement of the second coil (orbit 637mf3509) through the (mc) microcatheter it was difficult to deploy. The physician used release pump 6 times (in the red area), but still could not deployed. The physician withdrew the coil, found a little part of coil was stretched which was out of aneurysm and during withdrawing, the part of coil connect with guiding wire was broken. The physician used guiding wire to fill the stretched part into aneurysm, and then successfully filled the aneurysm with a third coil (boston 3d 2x6). The syringe was a cordis/codman product, but the catalog and lot number was not available. Prior to the event, one other coil was detached with the same syringe, and the syringe was not taking passed the green zone #3. No leaks occurred with the hub or any section of the syringe. The syringe is not going to be returned for analysis. A dedicate saline source was utilized to fill the syringe. During the event the coil prematurely separated. A constant and dedicated saline source was utilized at all times. The aneurysm was saccular and measure neck 2mm, the neck to sac ratio was 57%. A balloon remodeling device was not utilized. An adequate and continuous flush was maintained through the mc at all times. During the initial insertion of the coil delivery system there was no resistance during advancement of the coil through the mc, and no kinks in the mc that may have contributed to the event. Additionally during insertion, no additional force was utilized to advance or remove the coil/delivery system.